Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on a homechoice device during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was noted that the patient line had not been properly primed prior to the patient connecting themselves for therapy. The cause of the incomplete prime was unknown. The power was cycled to clear the alarm and the patient was advised to complete therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.